Manufacturer narrative:
Retainer = clear. The customer alleged the pump is over delivering causing lots of low bgs in the past month reported on 5/5/2021. Device passed the sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test at .08695 inches however, the pump alarmed pump error 63 (variable 3) during the self test. No under delivery anomaly noted during testing. Successfully downloaded the trace and history files using thus and carelink upload was successful. The pump error 63 alarm is due to broken pin 6 (sda) trace at u1 on the keypad assembly. Device was cut open for a visual inspection. No damage or moisture damage was found on the electronic assembly (pcba 1 and pcba 2), the motor, and force sensor. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during physical inspection: scratched case, cracked select button keypad overlay, stained keypad overlay, missing display window cover, and pillowing keypad overlay. Device passed all of the drive system test. High bg and under delivery anomaly are not confirmed. Device alarmed pump error 63 during the self test due to broken pin 6 (sda) trace at u1 on the keypad assembly. The history file list the following manual programmed bolus deliveries for 5/5/2021: 05/05/2021 02:05 bolus wizard normalbolusamountprogrammed = 5.6 bolusamountdelivered = 5.6 05/05/2021 13:45 bolus wizard. Normalbolusamountprogrammed = 15.3 bolusamountdelivered = 15.3 05/05/2021 18:09 bolus wizard normalbolusamountprogrammed = 21.1 bolusamountdelivered = 21.1. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated the user experienced a low blood glucose of 36 mg/dl. The user alleged the insulin pump was over delivering insulin. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.